Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was returned stuck inside of a 5f .038 non bsc catheter. Visual inspection of the device revealed that the coil and delivery wire arms were not interlocked within introducer sheath as the coil returned within the 5f .038 non bsc catheter. Also, the twist lock of the introducer sheath had been opened and there were no anomalies noted on the introducer sheath and delivery wire. The coil was returned stretched near the interlocking arm end, however the coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Microscopic inspection of the delivery wire and main coil were performed. The zap tip of the delivery wire has a smooth surface and there were no anomalies noted on the interlocking arm. Also, the zap tip of the main coil has smooth surface and the interlocking was detached, in addition it was not returned. The delivery wire and coil dimensions that could be measured were inspected and were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2018. It was reported that the coil failed to deploy. The target lesion was located in the splenic artery. The specific tortuous situation of the patient¿s anatomy was serious. During procedure, a 10mmx 40cm interlock¿-35 was advanced into the target lesion. The catheter used was a non-bsc 5f catheter. The coil and pusher wire arms were interlocked in the introducer sheath before use. The rhv was correctly used. The delivery wire was not rotated more than one turn (360 degrees) during delivery of the coil. Continuous flush was performed. However, the coil could not be deployed and was then removed form the patient's body without any further interventions. The procedure was completed with a different device. No patient complications reported and patient's status was stable. However, device analysis revealed that the coil interlocking arm was detached and was not returned.

Manufacturer narrative:
Updated describe event or problem and device code. (B)(4).

Event description:
It was further reported that when the tip of the coil reached the target lesion, it could not be advanced any further. Then, the physician decided to remove the coil outside and found that the coil had already deployed in the catheter in advance. The coil was then removed out of the patient together with the catheter. No information was known regarding the missing interlock arm of the coil.